Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent an unspecified breast surgery with a 275cc smooth mentor memorygel breast implant has experienced bilateral cutaneous contour deformity postoperatively. The patient experienced notably lax skin and lower poles of the breast, and undesirable breast scars. As a result, the patient underwent bilateral implant exchange with non-mentor devices on (B)(6) 2020, and right-sided rupture was discovered during the explantation procedure. This medwatch report is for the left-sided implant.

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient desires removal and replacement of breast implants. Bilateral undesirable breast scars, and relaxation of left areolar diameter. The device was visually inspected and it was found with no apparent damage. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).